Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed inside and outside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported deflation and textured to smooth due to the patient concern of the implant. Device has been explanted.